Manufacturer narrative:
UDI: (B)(4). Date received by MFR: date corrected (30 june 2016).

Event description:
During a standard follow-up, oversensing was reportedly detected (no therapy was delivered). Preliminary review of the recorded episodes revealed that these noise sensing events have been recorded since mid-(B)(6) 2015 (2.5 months post-implant).

Event description:
During a standard follow-up, oversensing was reportedly detected (no therapy was delivered). Preliminary review of the recorded episodes revealed that these noise sensing events have been recorded since (B)(6) 2015 (2.5 months post-implant).